Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous anastomosis in a moderately tortuous and moderately calcified cephalic vein. A 3.0-4/4t/90 symmetry balloon catheter was advanced for diltation. However, during the third inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.